Manufacturer narrative:
Medwatch submitted on (B)(4) 2013. Device labeling addresses capsular contracture with the following information: pts should be advised that capsular contracture may be common following infection, hematoma and seroma and the chance of it happening may increase over time. The seven year core study notes for primary augmentation: capsular contracture iii/IV 15.5%. The seven year core study notes for primary reconstruction 17.1% (silicone dfu). Previous reported event of lymphoma was submitted on psr report 01/23/2012. Per direction of joan todd, additional information will be reported via medwatch form FDA 3500a.

Event description:
Healthcare professional reports capsular contracture baker grade iii and pain. Pt had implant removal and replacement with mentor devices. This submission is for the left side. See MFR report #2024601-2013-00316 for the right side submission.